Event description:
The pt had several falls and his device wasn't working anymore. Impedances were abnormal. The generator appeared to be functioning, so only the lead was replaced. Normal impedances and stimulation sensation were achieved following replacement. There were no surgical complications reported.